Event description:
Plaintiff alleges she discovered that as a result of exposure to latex-containing products including gloves, she was caused to suffer severe reactions upon re-exposure to latex containing products. She alleges sustaining injuries including asthma, rhinitis, respiratory problems, hives, contact dermatitis, throat soreness, fatigue, headaches, extreme discomfort, depression and emotional distress. Further alleges that as a result, she will be forced to expend sums of money for medical care and treatment. Plaintiff alleges being deprived consortium of his wife as well as being liable for substantial sums of money for medicines and medical attention for the care, treatment and attempted cure of his wife.